Event description:
Reportedly, at implantation, the following unexpected events occurred: a charge time test could not be completed; the device did not deliver induction shock immediately upon physician's action, but applied first pacing for approximately 20-35 seconds; when reviewing later the resulting recorded episode, the delivered shock (to reduce the vf) was not found. When reviewing the resulting follow-up file, the episode could not be displayed. An explanation is requested.

Manufacturer narrative:
(B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.